Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not exposing. The system booted up normally, but when the site proceeded to perform a spin it will not expose. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the key was bent. When the key was swapped with the other one the system worked as intended. If information is provided in the future, a supplemental report will be issued.